Manufacturer narrative:
The insulin pump was monitored for 1 day with no external ram crc error alarm was noted. No unexpected restart after battery change was noted. The pump was communicated properly with the glucose sensor simulator and the minilink transmitter. No lost sensor alarm was noted. The pump passed the displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus delivery. The motor was tested outside of the device and passed. No motor alarm was noted in alarm history screen. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform the unexpected error test, excessive no delivery test and occlusion test due to motor error alarms. No damage was noted on case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated the customer with glucose tablet. The customer stated that he gave himself too much insulin and does not know why. The customer stated that there was also an unexpected restart alarm and external ram crc error from the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.